Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure and while the physician attempted to insert the device, due to access the physician could not advance. While removing the device out of the patient, the technician pulled the backend gray handle off below the blue back end wheel and the tech was unable to get the handle to snap back on and the physician was uncomfortable using the device. The device was removed from the patient with no injuries to the patient. There was no visual damage to the device. The physician completed the case implanting a limb in the right common iliac artery. No bifur was implanted. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).